Manufacturer narrative:
The insulin pump had a cracked case at the display window corners, cracked display window, minor scratches on the display window, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window, cracked reservoir tube and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a crack from the battery compartment to the led screen. The blood glucose reading was 170 mg/dl. No significant events leading up to the damage were noted. The customer stated it was from normal use. Advised discontinuation of the insulin pump. Nothing further reported.